Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b brush heads fell/slid off their oral-b 3765 power toothbrush and came out in their mouth. No injury was reported.